Event description:
It was reported that the pump module had "occlusion errors" immediately when starting an infusion. When the facility tested the sensors, it was found that the patient side sensor "has a very high voltage and does not respond to changes in pressure." The device also failed calibration, per report. Additionally, when removing the rear case to attempt to change the pressure sensor, it was found that "air-in-line plastic box" was broken. There was no patient involvement. Per report, the customer "fixed the pump with replacing the downstream pressure sensor."

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module had "occlusion errors" immediately when starting an infusion. When the facility tested the sensors, it was found that the patient side sensor "has a very high voltage and does not respond to changes in pressure." The device also failed calibration, per report. Additionally, when removing the rear case to attempt to change the pressure sensor, it was found that "air-in-line plastic box" was broken. There was patient involvement but unknown outcome.

Manufacturer narrative:
Omit: c20 - no findings available. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of occlusion alarms after starting an infusion was not confirmed; no product or device logs were provided by the facility. ¿ a faulty pressure sensor was shown in the photo received from the facility. ¿ video evidence provided by the facility shows a broken air-in-line (ail) sensor assembly and an impact dent present on the lower right rear corner of the rear case. ¿ per customer¿s event description, the patient side pressure sensor had a very high voltage and did not respond to changes in pressure, maintaining a high voltage when de-pressed. The patient side pressure sensor was replaced, and the alarming stopped. ¿ pressure sensor tip sheet cautions the clinician to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of occlusion alarms immediately after starting an infusion was not confirmed because no product or device logs were provided by the facility. The photo received showed a faulty patient side pressure sensor during alaris system maintenance (asm) calibration. Note that imdrf annex a0404, c07, d15, g0301201 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the pump module had "occlusion errors" immediately when starting an infusion. When the facility tested the sensors, it was found that the patient side sensor "has a very high voltage and does not respond to changes in pressure." The device also failed calibration, per report. Additionally, when removing the rear case to attempt to change the pressure sensor, it was found that "air-in-line plastic box" was broken. There was no patient involvement. Per report, the customer "fixed the pump with replacing the downstream pressure sensor."